Manufacturer narrative:
Concomitant products: addr03 ipg, implanted: (B)(6) 2015.

Event description:
It was reported that the atrial lead exhibited low impedance, undersensing, and an inability to sense atrial fibrillation while programmed to bipolar. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.